Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Device information was requested but is unable to be obtained.

Event description:
It was reported that the patient experienced invalid impedances due to their lead being fractured. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.